Event description:
The customer reported that she activated the device at about 9:00 pm (no date specified) and the next morning when she woke up her blood glucose was close to 380 mg/dl. She did a correction bolus so she could get down to 100 mg/dl, but an hour later her blood glucose had risen to the low 400's.

Manufacturer narrative:
The returned device was evaluated and performed as designed during testing. An air bubble, equivalent to about 6-8 units of insulin in size was found in the device's insulin reservoir. This typically occurs due to the customer injecting air during the fill process, rather than a mfg process issue or product defect. User error is determined to have caused the device to fail to perform its intended function. The omnipod user's guide instructs users on proper filling technique and warns "never inject air into the fill port. Doing so may result in unintended or interrupted insulin delivery," and "because insulin pods use only rapid -acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin -- usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery." Insulet has initiated an internal investigation into this issue which is in process as of the date of this report. Product qualification records were reviewed and all acceptance criteria were met.